Manufacturer narrative:
The customer was not on heparin and did not have any antiphospholipid antibodies. It was also reported the customer had only been on the coumadin for 6 weeks and she was testing about every 3 days to while working on becoming regulated.

Manufacturer narrative:
The customer was not on heparin and did not have any antiphospholipid antibodies. It was also reported the customer had only been on the coumadin for 6 weeks and she was testing about every 3 days to while working on becoming regulated. The returned test strips were tested in comparison to the retention test strips and the current masterlot 230734 on internal reference meters. Human blood samples from warfarin donors were measured. The obtained results showed a maximum difference of 0.1 inr. The patient samples were always identified as blood. All measurements were without error messages. The returned and the retention material meet the specification.

Event description:
The customer reported obtaining an error 5 on the coaguchek xs meter (B)(4). When she retested she obtained a 8.0 inr that she said was not correct as her finger was not dry and it still was wet from the alcohol. She repeated again on another finger and obtained another error 5 and then a 2.2 inr. These tests were done within minutes of each other and she reports she used a new finger for each test. She reports prior to these tests she took coldeze yesterday and that it contains zinc. She also reports she has not been eating much due to a cold and she states she is stable. Her therapeutic range for her inr is 2.0 inr to 3.0 inr. There were not any changes made to her coumadin based on these results. Requested return of suspect product and new product was sent.